Event description:
Procedure type: total mesorectal excision (tme). According to the reporter: the reload was opened and inserted to idrive handle, and adaptor successfully, with 3 solid green lights turned on. After the surgeon inserted the device into the low rectum, she articulated and rotated in position. Then she closed the jaw with solid green lights on the status light. After she pressed the green button, she pressed the blue button to fire the reload. However, the reload could not be fired after pressing blue button. The status light turned solid blue. After removing the device from the patient's cavity, the reload could not be unloaded. The case was completed by using a manual handle and new reload. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no blood loss over 500cc's. There was no extension in operating time over 30 minutes.

Manufacturer narrative:
(B)(4).